Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during priming. The home pt was connected to the pt line during prime. No pt injury or medical intervention was indicated at the time of the initial report.